Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02mar2020.

Event description:
The customer reported an unresponsive touchscreen even after calibrating it. There was no patient involvement. Technical support advised the customer to replace the touchscreen. The customer reported that replacing the touchscreen resolved the problem.